Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Functional tests were performed using 20 retained samples, and all were found to be within specification. Factors such as proper storage temperature, correct assembly of the blood collection system, use of a discard tube with a blood collection set, proper needle positioning, and central placement of the tube in the needle holder should be considered to ensure tubes draw to an acceptable volume. The quantity of blood drawn can vary with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure, and filling technique. Tubes with smaller draw volumes may fill more slowly due to lower vacuum than tubes of the same size with larger draw volumes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 170 i.u. Plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh 170 i.u. Plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.